Event description:
The facility reports the resident was being transferred from the wheelchair to the easy chair when the resident let go of the lifter. The resident was lowered into the easy chair, but her arms came up over her head, hyper-extending her shoulders. The resident sustained a fractured left shoulder.

Manufacturer narrative:
The lift used appeared to be severely worn (produced in 1992). Although still functional, pictures showed almost no paint left on the chassis legs and the leg covers were cracked. The sling involved was reported to be the correct type of active sling for use with the lift. Pictures received confirmed that the sling had many frays and the rope was worn. In 1992, the arjo policy as indicated in the after sales documentation was that a sling had an expected lifetime of two years. The lifetime is exceeded on this sling with 14 years, yet it was/is still being used. The current guidelines for use supplied with each sling clearly state, "the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords, and straps do not show signs of fraying, tearing or other damage, and that there is no damage (i.e. Cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling." In both cases, the sling should have been taken out of use what appears to be a long time ago. The status of health of the patient is not known. It appears the resident was being suspended over the easy chair as the incident occurred. By sole cause of the patient's arms coming up, her shoulders extended and her left shoulder broke. This appears to indicate that the patient had a pathology, such as brittle bone disease, that made her unsuited for transfer with an active lift device. The lifter operating instructions (opi) state, "a professional assessment should be carried out before lifting patients who are non-weight bearing. This also applies to patients who have limited shoulder movement or cannot hold on with one or both hands." The resident appears to have slid out of the sling. When the instructions in the opi are followed, the resident's back will take the shape of "stomach forward, shoulders backward," which ensures the sling stays in place. The manual specifically states, "finally, adjust the strap until firm but comfortable by pulling the outer strap through the buckle.' This instruction does not appear to have been taken into consideration during the incident. The opi also states, "be careful not to raise the patients too high, as this could cause pressure under the arms." The resident appears to have had her arms come up. The opi states, "those patients who have suffered a stroke or who can only hold with one hand, or patients who cannot hold at all, may still be lifted by the sara, but a second nurse should hold the patient's arms down in front of the body during the lift." After a review of complaint trending and incident monitoring, the manufacturer has not found a significant trend with this issue for these types of slings. Based on the information received and the subsequent investigation, the manufacturer concludes the root cause for the patient drop to be user error. The care personnel appear to have had insufficient knowledge of the guidelines of use of the sling, or the opi for the lift, which ultimately resulted in not attaching a clip, leading to the patient sliding out of the sling. The sling was extremely worn and past its useable lifetime by any definition of the responsible manufacturer, which may have facilitated the patient sliding out. The instructions of how to use the sling and lift do not appear to have been followed by the care personnel. With the information received, the conclusion of the report, and complaint trending, the manufacturer cannot find a corrective action to be performed towards the product. However, the manufacturer strongly suggests the operators of its devices at this facility be retrained to the opi and the guidelines for use of the slings. The training should be done by an arjo representative and this sling should be taken out of use, if not already done.